Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted .

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with diffuse lamellar keratitis (dlk) grade 2 in both eye(ou) that was discovered post treatment. The surgery center noted the right eye was dense. Oral steroid (pred forte) and topical steroid dosage was increased. A flap lift and rinse was performed. The patient commented on vision is a little hazier in the left eye. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient reported the symptoms are not interfering with daily activities. The surgery center reported the symptoms were resolved on (b)96) 2018. Bcva from (B)(6) 2018. Right eye pre-op 20/20 -2.25 x -.50 x 170. Left eye pre-op 20/20 -3.75 x .00 x 90.